Event description:
The customer reported being hospitalized for kidney failure for three weeks, and during that time her glucose level was high and low. The customer stated that the doctor adjusted the settings and now she is doing fine. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.